Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: received for investigation a decontaminated syringe without original packaging. No other components including the filter-pro and needle were returned. Pictures were also attached. The customer stated it was product g1464j lot # unknown. Visual inspection of the used sample showed damage to the shoulder of the syringe barrel (mp805). The noted damage resulted in a hole being present, thus complaint confirmation. In-process, lot acceptance for damages that affect function, are based on inspection, using c=0 (critical) sampling. However, without a provided lot number, review of the maintenance log for the time this production lot ran could not be conducted. Although the complaint was confirmed, the exact contributing factors for the compromised barrel could not be determined. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.

Event description:
It was reported that immediately after use, the syringe was found to be damaged. This occurred during infusion at the facility. There was patient involvement, but no harm/adverse event reported.